Manufacturer narrative:
(B)(4).

Event description:
It was reported that a guidewire punctured the catheter. This angiojet solent dista catheter was selected for use. While loading the device on to an unspecified guidewire, the guidewire went through the catheter, outside of the patient. The device was not used. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the guide wire lumen was visualized and no damage or irregularity noted in the catheter. A .014 diameter guidewire was inserted into the device and exited through the manifold as it was supposed to. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that a guidewire punctured the catheter. This angiojet® solent¿ dista catheter was selected for use. While loading the device on to an unspecified guidewire, the guidewire went through the catheter, outside of the patient. The device was not used. No patient complications reported.